Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the species of bacteria is mycobacterium chelonae. The customer reported the cleaning procedure has always been performed according to the instructions for use (IFU). It was reported that the device was placed inside the operation room approximately 2 meters away from the operation table, with the fan of the device directed away from the patient field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated mycobacterium during water testing. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through additional follow-up communication, livanova (B)(4) learned that the heater-cooler device is still in use and is disinfected on a weekly basis by the user. Test results were requested, but have not been provided. Corrective actions are in progress for this issue.